Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Additional information was received from the field representative that the device is being used in an off label manner as a temporary pacemaker until the infection clears.